Event description:
Co's distributor in germany sent a report that stated "during giving the first contrast medis, both catheters ruptured." Two catheters were returned from the same procedure. These are reported as m96115 and m96116.